Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation system drawer had failed to open. The customer reported that users were unable to remove medications from the drawer. There were no adverse events or injuries reported based on this incident.